Event description:
It was reported that during use of the afr-00016 impedance mapping system with the sphere 9 catheter for a cardiac ablation procedure, a steam pop occurred on the distal anterior line associated with stacking of radiofrequency lesions. Multiple software issues were encountered, including "unable to track left/right" errors during initial pulsed field applications, "left, right, inferior, superior, anterior, posterior" error at the end of pulsed field delivery, "location reference moved" error during pulsed field applications, and "poor model quality" error after ablation and remapping. It was further reported that after left atrium mapping the coronary sinus catheter visualization was suboptimal and was associated with a faulty coronary sinus cable which had which had undergone multiple resterilizations. Additionally, the system experienced significant lag on the roof line, after pulmonary vein isolation, and inferior line (after more than 90 lesions), and there was greater than 20 seconds to calculate and display the connect line. A major lag occurred, 26 seconds to update the connection after reassignment of several lesions to another group, and irregular time responses and lagging were also noted during lesion reassignment. In "review mode" of the case, when reassigning anterior lesions to the ¿none group¿ a 15 second response time occurred. The case was completed. No patient complications have been reported as a result of this event

Manufacturer narrative:
Continuation of d10: product type: mapping system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.